Event description:
It was reported that the event involved a female patient while in the cath lab in an emergency intra-aortic balloon (iab) placement using a competitors datascope intra-aortic balloon pump (iabp). The medical doctor inserted the iab through the sheath via right femoral artery with resistance and felt it did not pass smoothly. Once in place there were gas alarms on the datascope pump. The gas lines were checked for leaks/blood, but found no evidence of a blood leak within the line. As a result, the iab was removed. A new rediguard 300 was inserted successfully and the gas line was replaced with a new gas line successfully which resolved the issue. No medical/surgical intervention was required. There was a delay or interruption in therapy noted with no harm to the patient. There was no report of patient death, injury or complications. The patient outcome is the patient is alive and waiting for coronary artery bypass graft (CABG) surgery. Additional information received on (B)(6) 2011 from teleflex (B)(4) stated that they used the same insertion site over the swg.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.